Manufacturer narrative:
MDR (B)(4) / initial 3 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported patient faced adhesive issues as infusion set patch pulled out when the patient wife was attempting to help unclip or disconnect from the site on (B)(6) 2026. The patient faced the issue with four infusion sets, which were then replaced and resumed insulin deliveries successfully.